Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pediatric patient with dystonia had right-sided stimulation benefit was lost. No programming changes or other obvious explanation for the abrupt loss of therapy. Device interrogation demonstrates high impedance (>40 ko) on all contacts of the right lead. Left side is functioning normally. All contacts on the right lead show high impedance (>40 ko / open circuit). The finding is consistent across the entire lead rather than being limited to a single contact or segment. Lateral skull/neck radiographs were obtained. No obvious gross disconnection is identified. However, at the lead-extension junction (retroauricular connector region), there is a pronounced angulation/kinking of the lead immediately adjacent to the connector. The lead appears to exit the connector with a relatively sharp bend compared with the expected smooth curvature. No definite radiographic discontinuity of the conductor is visible, but the region appears mechanically stressed. The most notable finding we currently have that may explain the high impedance is the pronounced angulation/kinking of the lead immediately adjacent to the lead-extension connector region. While no definite radiographic discontinuity can be identified, this area appears to be under significant mechanical stress and may represent the site of hardware failure. Given the persistent high impedance (>40 ko) across all contacts and the loss of clinical benefit, surgical exploration may be required to directly inspect this region and determine whether there is a conductor fracture, connector-related issue, or another hardware abnormality.